Manufacturer narrative:
(B)(4).

Event description:
The patient had 4 leads (from the same lot) placed as part of a drg trial. The patient's trial leads were removed due to left leg weakness and difficulty standing following the trial leads being placed (reference MFR report: 3008829311-2016-00088). It was reported the patient underwent a MRI scan after the trial leads were removed and the physician observed a meningocele where the leads had been placed. No further information is available at this time.

Event description:
Additional information received indicated no interventions were taken in regards to this issue and the patient continues to recover.